Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 5/11/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: what instruments were used to hold the clips? R= no instrument was used to hold the clips. Where were the clips held during use? R= the clips were not held during use. Were x-rays performed to locate the clips? R= no x-ray was used to locate the clips. Were the clips removed during the same procedure? Does the fragment/device remain retained in the patient's tissue? R= clips have been removed. If the fragment(s) is retained, where is it located/in which structure? R= the clips were not retained. If retained, was there any consequence for the patient? R= no consequences for the patient. If retained, are there plans for the removal of any remaining fragments? R= no clips were retained in the patient. If so, could you inform the scheduled date for the removal? R= not applicable. Please provide the source or the name of the person who responded to the follow-up questions: r= mt- followed the procedure and confirmed with the medical team. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and absorbable straps were used. There was an incident with the device stapler, due to misfires: the clips became loose, failed to secure the mesh, and fell into the patient¿s cavity, requiring replacement with another unit of the same reference from lot: 1064pc. There were no surgical delays reported. There were no patient consequences reported. Additional information was requested.